Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that atrial lead dislodgement was observed through fluoroscopy during preparation for a device upgrade procedure. The lead was capped and replaced during the previously scheduled procedure.